Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and noted the balloon has burst as the user attempt to remove the distal fragment. Inflated water thru the inflation lumen and notice that the water was not flowing fast. Dissected the catheter and there was poor snip eye. Missing/undersize eye could have caused the reported event. A potential root cause for this failure mode could be insufficient procedure knowledge, incorrect snipping tool, incorrect snipping technique. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The physician burst the balloon to remove the catheter. Per additional information received via email on 14 november 2019 from ibc representative, it was unknown how the physician burst the balloon. The distal fragment of the catheter came out together when the catheter was removed and the distal fragment was discarded. Per additional information received via email on 18 november 2019 from ibc representative, the physician cut the catheter, then burst the balloon to remove the distal fragment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The physician burst the balloon to remove the catheter. Per additional information received via email on 14 november 2019 from ibc representative, it was unknown how the physician burst the balloon. The distal fragment of the catheter came out together when the catheter was removed and the distal fragment was discarded. Per additional information received via email on 18 november 2019 from ibc representative, the physician cut the catheter, then burst the balloon to remove the distal fragment.